Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received a blue sureform 60 reload and found 2 lodged staples at the blade stopping point. The stapler reload had been fully fired and the blade was at its stopping point on the distal end. The stapler reload was also found to have cartridge damage. A piece of the cartridge was found wedged in between the stapler reload knife track. The knife was inspected and there was damage found. The stapler reload blade was found to have mechanical indentations.

Event description:
It was reported that during a da vinci-assisted gastric sleeve to roux-en-y revision, the sureform 60 stapler instrument malfunctioned while firing a blue sureform 60 reload. The stapler instrument reportedly began to fire stapler reload, but then the blade pushed the tissue, causing it to fold and produce an incomplete staple line. The instrument was released with the manual release knob (mrk), the malformed staples were cleared away, and the hole in the gastric pouch from the incomplete staple line was repaired with suture. A back-up stapler was used to complete the procedure robotically. A week after the procedure the patient was said to be doing well. The robotics coordinator does not remember the tissue bleeding as a result of the misfire.

Manufacturer narrative:
The sureform 60 instrument was returned to intuitive surgical, inc. (Isi) for failure analysis (fa) evaluation. The instrument was found to have 1 firing failure based on a log review which was not replicated through in-house testing. The stapler instrument was installed onto an in-house system and test fired with a green sureform 60 reload. The firing was successful and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. An advanced stapler log review shows the instrument was the first one used and was installed on the system 4 times and fired 4 reloads (1 white, followed by 3 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure at near completion. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.